Event description:
It was reported the patient had poor vision and photic phenomena as iol was implanted into his eye. There was explant performed. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.